Event description:
It was reported to boston scientific on (B)(4) 2013 that a patient was experiencing issues that may be related to a resolution clip device. Information received on (B)(4) 2013 revealed that two resolution clip devices had been placed. These devices had been used to treat bleeding from an esophageal botox procedure (intended to relieve spasms), performed in (B)(6) 2011. The patient is a (B)(6) woman with a long-standing history of gastrointestinal issues, including gastroparesis that gives her very frequent nausea and vomiting symptoms, according to dr (B)(6) (her long term gi physician). Prior to the placement of the resolution clips the patient had many egd procedures to evaluate her gi symptoms (nausea and vomiting). The patient underwent surgery to remove an ovary in (B)(6) 2012. Currently, due to her multiple health issues, the patient's medical and legal decisions are made by her mother (the initial complainant). On (B)(6) 2012, the patient had an MRI, performed at (B)(6). The patient experienced pain, a "burning feeling" and felt sick following the MRI. She also had difficulty eating and keeping food down. In late (B)(6) 2012, the patient vomited enough that she was hospitalized through (B)(6) 2012. Endoscopy revealed that the two resolution clips were still in place. In early 2013, in advance of a brain MRI to facilitate diagnosis of the patient's nausea, boston scientific was contacted to determine the proper settings for use of MRI in patients with resolution clip devices. Instructions were sent to the facility, and it was confirmed that the proper settings were used during the procedure. According to the complainant, during the MRI on (B)(6) 2013, the patient immediately experienced pain in her abdomen. As the MRI proceeded she had increasing pain. The patient vomited after exiting the machine, and vomited three more times after leaving facility, followed by dry heaves. The patient was later brought to (B)(6) ER and was treated with IV fluids, zofran, benadryl, valium, protonix and dilaudid. Since this MRI, the patient has continued to experience pain, nausea and vomiting. The patient is being treated with phenergan and im valium for muscle spasms. Follow up with dr (B)(6) confirmed that the patient has a history of gi issues which preceded the placement of the resolution clip devices. He stated that "based upon her gi medical history, I do not think the res clips are related at all to the symptoms during and following the MRI". Boston scientific has received no other complaints for similar events.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.